Event description:
The manufacturer received information alleging a ventilator's pressure sensor has reading problem. There was no harm or injury reported. The device was evaluated by a field service engineer and the customer's complaint was confirmed. The device's system board needs to be replaced to address the issue.